Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) had "eroded through the chest pocket" and that this "resulted in infection." The patient's ins and extensions were explanted "to contain the infection." A new ins and pair of extensions were implanted on the opposite side of the patient's chest and the issue was resolved. The patient was reportedly alive with no injury at the time of report. A supplemental report will be filed if additional information is received.